Event description:
The initial reporter stated that the patient presented to her (patient¿s) healthcare provider (hcp) who ordered (prescribed) the zio monitor with complaints skin reactions that were reportedly associated with use of the zio monitor. The prescribing hcp attributed the skin reactions to the electrode gel rather than the adhesive. The device had been removed by the patient prior to the clinical visit. The prescribing hcp referred the patient to their primary care physician (pcp), who prescribed an antibiotic and scheduled a follow-up appointment. The patient reported that they experienced symptoms of skin irritation at or around the device application area, as well as several other symptoms (respiratory distress, balance disturbances and difficulty sleeping). No additional data or information, including official healthcare records, were available for review, and the patient refused to return the device to the company as requested; the patient provided it to an attorney.

Manufacturer narrative:
Per the report, the patient was prescribed the zio monitor for a 14-day wear period. The patient indicated they did not have a history of reactions to medical adhesive and did not have sensitive skin. The device was not returned, and no photographs of the affected area were provided. The patient refused to return the device to the company as requested; the patient provided it to an attorney. As part of the investigation, irhythm¿s medical safety team conducted an assessment and determined based on the information available that the reported non-dermatologic symptoms (respiratory distress, balance disturbance, and sleep difficulties) are not possible to attribute medically to the zio monitor or an adhesive-related reaction. The cause of these symptoms could not be determined. The patient¿s reported symptoms of skin reactions are consistent with known inherent risks of the device. The device manual warnings section reads as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.